Event description:
The pt rec'd his scs system on (B)(6) 2011. It was reported the pt was recently reprogrammed, and it was determined that three of his contacts had invalid impedance. It was reported that the pt's programs were able to gain effective coverage at this time. No further action was scheduled.

Manufacturer narrative:
Sjm has limited information related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.